Event description:
It was reported that insyte autog bc wing blu 22ga x 1.0in needle would not retract. The following information was provided by the initial reporter: material no: 382623 batch no: 0098474. It was reported needle would not retract back inside. Verbatim: correspondence language: english. Description of product: catheter IV autg wing 22ga blu insyte 50/bx 4bx/cax/ca. Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 2020. Hospital complaint reference #: details of complaint (reported issue): happened on multiple occasions. Needle would not retract back inside. Complaint noticed: during / after use. Problem frequency: a few times. Customer exposure: patient injury: no. Has health canada been informed? No. Qty affected: 1 bx. Samples available? Yes. Is customer requesting an rga?: no. Return qty: qty samples: 1 bx.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The DHR for lot 0098474 has been reviewed. No related quality issues or process deviations were found. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autog bc wing blu 22ga x 1.0in needle would not retract. The following information was provided by the initial reporter: material no: 382623, batch no: 0098474. It was reported needle would not retract back inside. Verbatim: correspondence language: english. Description of product: catheter IV autg wing 22ga blu insyte 50/bx 4bx/cax/ca. Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 2020. Hospital complaint reference #:. Details of complaint (reported issue): happened on multiple occasions. Needle would not retract back inside. Complaint noticed: during / after use. Problem frequency: a few times. Customer exposure:. Patient injury: no. Has (B)(6) been informed? No. Qty affected: 1 bx. Samples available? Yes. Is customer requesting an rga?: no. Return qty: qty samples: 1 bx.